Manufacturer narrative:
The s-ICD and electrode remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system complained each time the device pocket was touched. An x-ray was performed and revealed that the s-ICD device and electrode had moved. It was reported that when the system was implanted on (B)(6) 2015, there was only one suture in place for the device and the electrode was placed using the two incision technique. A revision was performed and the system was repositioned. It was also reported that two sutures were used to fixate the device into place and 4 sutures to fixate the electrode at the xiphoid incision. The s-ICD system was tested and all measurements were acceptable and it passed defibrillation threshold (dft) testing. No additional adverse patient effects were reported.